Manufacturer narrative:
Product evaluation: lens was dry with clear surgical residue on product in a microcentrifuge vial. Visual inspection found a tear in the haptic in two locations and residue on the lens. Device code 1494: off label use: acd<3.0mm; age of patient < 21 years at the time of implantation. Patient code 3191: no code available - significant reduction of irido-corneal angles. Patient also experienced significant reduction of irido-corneal angles prior to the exchange. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vicmo12.6, -09.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.